Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening. No cement on tibia tray once removed. Loosening at the cement to implant and non cemented interface. Cement manufacturer used was depuy. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.